Event description:
The customer reported that the monitor was blank during fluoroscopy. The system was not producting x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The igbt subber assembly was replaced and generator calibration was performed. The system was then found to be operating as intended.